Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient did not experience peritonitis. Based on additional information received, the baxter pd disposables was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.